Manufacturer narrative:
Voluntary medwatch mw5120115.

Event description:
It was reported that the patient with experienced an infection. The device system was explanted. No additional adverse patient effects were reported.